Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2005. According to the complainant, the patient experienced pain due to eroded mesh. The physician's office was contacted; the physician's nurse stated that they had not seen the patient since 2005, but the patient never presented to them with any complications. No further information is available